Event description:
The customer reported via phone call that they were experiencing high blood glucose readings during lunch. The customer's blood glucose reading at the time of the incident was 400 mg/dl. The high blood glucose readings were treated with the insulin pump. The current blood glucose reading was 145 mg/dl. The customer's symptom's were thirsty, tired, sleepy, smells alcohol, and lost of appetite. It was stated that the customer contacted their health care professional about the high blood glucose readings. There was no medical intervention for this event. Troubleshooting was conducted on the insulin pump, but it was not completed. Advised the customer to monitor their blood glucose readings and to call the helpline if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.